Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility patient care technician (pct) reported during a hemodialysis (hd) treatment the arterial chamber was not filling with blood and the f160nr dialyzer was full of air. No leak was noted and the treatment had not yet been started. The patient did not require any medical intervention as a result of the reported issue. No defect or damage was observed to the dialyzer, bloodline or packaging. The patient completed treatment with a new set up, same machine. No issues were noted with priming. The estimated blood loss for the patient was 80ml.

Event description:
A user facility patient care technician (pct) reported during a hemodialysis (hd) treatment the arterial chamber was not filling with blood and the f160nr dialyzer was full of air. No leak was noted and the treatment had not yet been started. The patient did not require any medical intervention as a result of the reported issue. No defect or damage was observed to the dialyzer, bloodline or packaging. The patient completed treatment with a new set up, same machine. No issues were noted with priming. The estimated blood loss for the patient was 80ml.

Manufacturer narrative:
Plant investigation: the dialyzer was not returned to date for investigation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. As a result, three lot numbers were found to be delivered to the customer in this time period. The production record for each lot identified on the sap search of delivered dialyzers to the customer was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The lot numbers passed pyrogen testing, were within sterilization dosage parameters and passed all release criteria.